Manufacturer narrative:
Gore has made multiple attempts to contact the reporter, but has been unsuccessful. All information has been made available for tracking, trending and follow up.

Event description:
It was reported to gore that a patient underwent removal of a gore mesh that was alleged to be giving the patient problems. No additional event specific information was provided.